Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain was that humidity invaded the lens which led to corrosion. The entry occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, discoloration was found inside the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the discoloration found inside the light guide lens, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the sheet holder unit was corroded due to water leakage; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the play of the upward/downward knob was out of standard value due to wear of the angle wire; the connecting tube had a peeling coat; the adhesive around the light guide lens was discolored; there was corrosion around the forceps elevator; and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.